Event description:
Adverse event: infection. Time of adverse event: post vessel closure. Device issue: none. Maude event report received that states "event description: volun 02/25/2010: pt underwent cardiac catheterization on (B) (6) 2010, access site closed using perclose at. Returned to facility on 02/05/210. Laboratory confirmed bloodstream infection. Diagnosis or reason for use: post catheterization access site closure. Pt's weight: (B) (6) kg." Abbott vascular was unable to contact the customer report source since the facility where the event occurred was not known.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.